Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
Note: this report pertains to one of two ultratome xl used in the same patient and procedure. It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the sphincterotomy was started, the input (bow papillotomy/braided) must be connected but the metal wire broke located at the distal tip. Thus, unable to cut to widen the sphincter and perform stone extraction. Another ultratome was used; however, the same problem occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.